Event description:
It was reported that during a stenting procedure in the venous system, the outer catheter of the delivery system became detached. Therefore, the stent could not be deployed. The device was exchanged over the guide wire for a new stent that was deployed successfully. There was no reported patient injury. The stent was found to be partially released upon receipt of the complaint sample.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.